Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned screw found a large crack along the screw head. A review of the manufacturing for the screws indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. Based on the current information, the most probably root cause of this reported incident is off-axis torquing of the plug.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.